Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received cracked case near corners of display window and cracked reservoir window noted during visual inspection. Moisture damage was noted on electronic assy during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and damage. The customer's blood glucose reading was 214 mg/dl. The customer stated the insulin pump was exposed to water. He stated there is fluid under the lcd screen and there was a tiny crack on the insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.